Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage of cytostatics from the connector part during preparing found out that doxorubisin is leaking from connector part. They cannot use those as too risky to test with cytostatics. Retuning all unused ones:223, those contaminated with cytos are not be sent. During use

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four unused samples were provided to our quality team for investigation. The product was thoroughly inspected, no damage or other defect was identified that could contribute to the reported leak. Functional testing was performed and in all cases the product performed as intended and no leakage occurred. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12228, all product was manufactured according to specification. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on the available information, without the impacted sample to evaluate, and given the returned samples did not display any leakage, we cannot identify a definitive root cause at this time. Complaints for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.